Event description:
It was reported that the customer could not prime the insulin pump. It was stated that insulin squirted out of the reservoir, and the device alarmed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test, and the device alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The insulin pump had missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.